Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Photo 1 and 2 shows a pak label, the reported product and lot information is confirmed. The reported issue of could not be confirmed from the photos. Photo 3 and 4 shows bend probe, the reported issue bend probe is confirmed from the photos. Cutter stopped cutting cannot be confirmed, bent probe confirmed from photos. The provided photo confirms the reported bent probe. However, the photo is unable to confirm the reported stopped cutting issue, a sample was not received at the manufacturing site, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that there was slight bend on the probe and aspiration was normal.

Event description:
A physician reported that probe stopped cutting during vitreo retinal surgery. The surgery was completed by replacing with new cutter. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).